Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause of the reported event is unknown. Below are all related report numbers regarding this literature review (2 total for this article): note, this MDR is included in the list below. 3025141-2025-00289 & 3025141-2025-00290.

Event description:
During a literature review, in the following article cited, "lee hh, chuang hc, lin wc, et al. Comparing single and dual plating in displaced scapular body fractures: a retrospective study of clinical and functional outcomes. Journal of clinical medicine. 2025 jul;14(13):4740. Doi: 10.3390/jcm14134740. Pmid: 40649113; pmcid: pmc12250951." This is a retrospective study of 28 cases of scapular body fractures, classified as ota-14b fixation according to the ao-ota (orthopaedic trauma association) classification system. Patients were treated at a single trauma center between 2014 and 2019 using either single plating or double plating surgical techniques. The plates used included the acumed anatomical lateral border scapula locking plates and medial border scapula locking plates. Indications for surgical intervention were based on established criteria and included medial/lateral displacement greater than 10 mm (reduced to 5 mm for cases with double disruptions and 10 mm when combined with a 30-degree angulation), shortening exceeding 25 mm, a glenopolar (gp) angle equal to or less than 22 degrees, and body angulation equal to or greater than 40 degrees. The therapeutic modalities of single plating and dual plating, along with their associated risks and benefits, were thoroughly discussed with patients using a shared decision-making approach. In the single plating group, a lateral straight incision was made and the modified judet approach was used. In the dual plating group, two incisions were made simultaneously: a reverse l-shaped incision and a lateral straight incision. Passive-assisted range of motion exercises were initiated one week after the operation under the guidance and supervision of a skilled physical therapist. Patients were included only if they completed a minimum follow-up of 1 year, had complete radiographic examinations and physical evaluations at 1 year postoperatively, and filled out functional outcome assessment sheets without missing data at five time points. Postoperative radiographic examinations included scapular grashey view, scapular y view, and computed tomography. Malunion was defined as body angulation exceeding 10 degrees, displacement over 5 mm, and a difference in glenoid polar angle over 10 degrees compared with the contralateral side. Assessed rom included forward flexion, scapular-plane abduction, external rotation, and internal rotation (at thoracic level). Reported complications for the single plating group included three cases of malunion (3/16), whereas no cases of malunion were observed in the dual plating group (0/12) (p = 0.239, fisher's exact test). The malunion cases in the single plating group included two instances of scapular body angulation exceeding 10 degrees and one case of a glenoid polar angle decrease of 10 degrees or more compared to the contralateral side. No wound complications requiring debridement or skin flap procedures were observed in either group. No other complications were reported. The authors concluded that dual plating for scapular fractures offers superior early pain relief and functional outcomes compared to single plating, along with better external rotation at 1 year and an earlier return to work. These findings suggest that dual plating may facilitate faster recovery and enhanced active range of motion in selected patients, a hypothesis that warrants further investigation.